Manufacturer narrative:
Pump was received with external flash crc error alarm during self test. Unable to determine the root cause, problem isolated to mb.

Event description:
The customer reported via phone call that insulin pump had critical block error. Customer's blood glucose level was 150 mg/dl. Customer did self test and passed. The device will be returned for analysis.